Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that prior to transport, the diltiazem, 125mg/125 ml, was expected to infuse at 5mg/hr (5ml/hr). Upon arrival, the IV channel read 10mg/hr with patient blood pressure of 99/63, pulse 87. The diltiazem drip was decreased to 5mg/hr, with a bp improvement to 101/58, hr 83. After the event, the patient stabilized, and no other patient effects were reported.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that the pump module was initially programmed at 7:00 pm on (B)(6) 2017 to infuse diltiazem 125mg in 125ml at a rate of 5ml/hr (dose = 5mg/hr). At 10:55 pm the user changed the dose to 10mg/hr, which made the rate 10ml/hr. The infusion ran at 10ml/hr until 12:10 am on (B)(6) 2017, when the user changed the rate to 15ml/hr. At 5:43 am, the user changed the rate back to 10ml/hr. The infusion then ran at 10ml/hr until 10:30 am on (B)(6) 2017, when the user changed the dose to 5mg/hr (rate = 5ml/hr). The infusion was channeled off at 11:30 am on (B)(6) 2017. The volume recorded as being infused during this period was 375.401ml. Functional testing found the pump module to be delivering fluid slightly out of specification on the low side. After calibration was performed, the device was observed to be delivering fluid within specification. The root cause of the overinfusion was user programming.